Manufacturer narrative:
Continuation of d10: marksman 160 microcatheter model number: fa-55160-1030, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the delivery of the solitaire fr stent, resistance was encountered in the distal end of a marksman 160 microcatheter, and the stent was found to be kinked. The patient was undergoing mechanical thrombectomy surgery for treatment of an ischemic stroke in the left middle cerebral artery, in the m1 location. It was noted the patient's vessel tortuosity was moderate and the patient's medical history includes hypertension. The patient's baseline modified rankin score (mrs) was 4 and remained 4 post-procedures. The national institutes of health stroke scale (nihss) score remained the same from baseline score of 14 to 14 post-procedure. The thrombolysis in cerebral infarction (tici) score improved from I at baseline to iib post-procedure. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved two passes with the device. The stroke onset to reperfusion time was 7 hours. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The solitaire fr stent was introduced into the marksman 160 microcatheter, through a y-valve, and when the stent reached the distal end of the microcatheter, it could not be pushed out. Repeated adjustments did not work. The stent was removed, was found to be kinked, and was replaced with another medtronic stent to complete the procedure. No patient symptoms or complications were associated with this event. Ancillary devices include: marksman 160 microcatheter.

Event description:
Additional information was received. A continuous catheter flush was administered per IFU during the procedure. The first pass reached the thrombus successfully, and no issues were reported during navigation of the microcatheter. Resistance was encountered during the delivery of both the first and second passes. No kink or damage was observed on the catheter or on the solitaire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter. The cause of the resistance was not determined, and the cause of any solitaire kink was also not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 6-30 stent device was returned for analysis, still within its introducer sheath, inside an open solitaire fr inner pouch, inside a sealed biohazard bag, and in a shipping box. The reported marksman catheter was not returned with the solitaire stent. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working length struts were in good condition, while the non-working length struts were damaged on the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/resistance¿ complaint was confirmed, as the non-working length struts on the returned solitaire fr 6-30 stent device were damaged on the teardrop struts. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the reported marksman catheter. However, the cause could not be determined. Possible resistance causes include an incompatible or damaged catheter, vessel tortuosity, the user uses the same microcatheter with multiple solitaire ab/fr devices, the user does not maintain the correct flush rate, the rhv was loose during the delivery process, or a lack of continuous flush with saline/heparinized saline during the delivery process. In this event, the reported marksman catheter was compatible with the solitaire fr 6-30 stent device, as it has an inner diameter (ID) of 0.027 inches, the vessel¿s tortuosity was described as moderate, and a continuous catheter flush was administered per IFU, ruling out an incompatible catheter, vessel tortuosity, and a lack of continuous flush with saline/heparinized saline during the delivery process as potential causes. Therefore, a damaged catheter, the user uses the same microcatheter with multiple solitaire ab/fr devices, the user does not maintain the correct flush rate, or the rhv was loose during the delivery process, could have contributed to the resistance complaint. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.